Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of impedance anomaly was confirmed in the lab. Interrogation of the device revealed the device revealed the device was above the replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly. The insufficient internal supply caused the impedance anomaly. As a result of this finding, abbott is performing further investigation. The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped inside the hex cavity. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high impedance pacing and defibrillation and failure to disconnect from the header on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.